Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, fielder; guide cath: mach1; stent: taxus. Evaluation summary: evaluation of the returned device noted contrast visible in the inflation lumen consistent with preparation. The balloon was loosely folded. There was a longitudinal rupture at the proximal balloon shoulder for a length of 4 mm distally, confirming the reported rupture. There was a longitudinal scratch at the proximal end of the rupture for a length of 1 mm. The inner member was wrinkled 1.5 mm proximal to the proximal balloon marker for a length of 1.5 mm and .5 mm distal to the proximal balloon marker for a length of 3 mm. There was a kink in the support mandrel at the distal end of the bayonet. There was a kink in the hypotube 56.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks and wrinkled inner member may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and additionally, the balloon was used for pre-dilatation with no issue and was able to be inflated three previous times. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent, or the heavily calcified patient anatomy, such that the balloon ruptured upon the fourth inflation at the rated burst pressure (rbp) of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of a mildly tortuous, heavily calcified, concentric de novo 90% stenosed lesion of the left circumflex, the 3.0 x 15 mm voyager nc was used to predilate the lesion at 16 atmosphere (atm) followed by a non-abbott stent implant. During post-dilatation the 3.0 x 15 mm voyager nc was inflated 3 times at 18 atm for 20-30 seconds; during the 4th inflation attempt at 18 atm the balloon ruptured. A different 3.0 x 15 mm voyager nc was used to complete the procedure without issue. There was no reported adverse patient effect. Though requested, no additional information was provided.